Event description:
It was reported to boston scientific corporation in 2008, that an endostat ii electrosurgical unit was used two days prior. According to the complainant, during the procedure, when pressing the foot pedal, the endostat ii had no output power even though an ablation tone could be heard. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device manufacture date is unk. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.